Manufacturer narrative:
The act button on the keypad did not respond due to flattened dome switch. The displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests were all unable to be performed due to unresponsive button. The device had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose levels and keypad anomaly. Customer's blood glucose level was 34 mg/dl. Troubleshooting for low blood glucose was performed. Customer treated themselves with milk, juice and food. Troubleshooting for keypad anomaly was performed. Customer advised they were unable to scroll down to check the date on the insulin pump. Customer advised the buttons would stick and during a bolus attempt the numbers would run up. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.